Manufacturer narrative:
Initial reporter: unknown. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation confirmed that all keypad buttons are intermittently responsive. Testing revealed that excessive force is required to obtain a response to button presses. It was observed that the buttons do not click or spring back as expected when pressed. There was evidence of corrosion found under all key contacts. It was observed that the audio bolus button has a hole in it and is difficult to press. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the keypad buttons have been intermittently unresponsive for the past few days. The reporter stated that the patient wears the pump exterior to his clothing, and does not clean the pump.